Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using a vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample: 0.213 ng/ml vs. 0.013 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result for the patient sample was reported from the laboratory; however, a corrected report was issued. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a single patient sample on a vitros 5600 integrated system. The root cause of the event is unknown. The pre-service precision test was insufficient to conclude that the instrument was not performing as expected; therefore it is unknown whether instrument issues contributed to the event. A reagent issue or improper pre-analytical sample processing cannot be ruled out as contributing to the event.